Manufacturer narrative:
No product was returned for inspection. Therefore, no visual inspection or comparison to any part drawing could be conducted. Images and x-rays were provided and evaluated, but did not provide definitive evidence of product malfunction as reported, as the product packaging in the images had already been opened and otherwise tampered with. Therefore, the reported event and any associated part malfunctions are non-verifiable. Review of the DHR did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
Doctor indicated that the implant size was different from that which was printed on the label.